Event description:
It was reported that there was dislodgment of the lv lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found; blood/body fluid present on all conductors. The full lead was returned for analysis.